Manufacturer narrative:
Device is used for treatment, not diagnosis a review of synthes device history records revealed the drive shaft ¿ minimum 360mm length ¿ for use with ria was manufactured by criterion tool & die on supplier lot number 16076-01. This supplier lot number was received as synthes lot 6073843. Po 948522 dated 1/23/2009 for 50 parts, was inspected to the synthes incoming final inspection sheet number 3141f741 revision j on 1/26/2009. The certificate of compliance was dated 1/19/2009. 50 parts were released to the warehouse on 1/26/2009. The drive shaft ¿ minimum 520mm length ¿ for use with ria was made to the drawing 314_741 rev j released on 12/9/2007. The sent ria drive shaft had undergone an investigation of the manufacturing and material documents. All regulations have been complied. It was manufactured according to the specifications. Based on this result we exclude a failure of the manufacturer. Therefore, we assume that the mounting of the milling was not resist the occurring load impact. This was leading ultimately to the failure of the pin, which leaded to overburdening of the material. The surface of the break is homogeneous, which leads to flawless quality of the material. No product fault could be detected.

Manufacturer narrative:
Device is used for treatment, not diagnosis criterion tool and die manufactured the drive shaft assembly pn 314.742, lot 6073843. Due to an unknown cause, drive shaft assembly has a broken tip. The material of the shaft was determined to be within specification. Due to the damage to the tip of the instrument, the wall thickness could not be measures but the hex feature could and was within specification. The instrument conformed to dimensional specifications at the time of manufacturing.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: reportedly the tip of the ria drive shaft is broken. No further information was provided. This is 1 of 1 report for complaint (B)(4).